Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The pneumothorax was identified with the second postoperative x-ray taken on the same day as the procedure. A chest tube was placed, and the patient was reported to be okay. It was unknown if the patient had any symptoms prior to the identification of the pneumothorax. The physician believes that the tools used during the procedure could have contributed to the pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The procedure was completed with no complications and/or delays. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.